Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 1.2mmx15mmx142cm emerge coyote fc was advanced for dilatation. However, upon first inflation at 6 atmospheres for 10 seconds, a balloon rupture occurred at the middle in pinhole form. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.